Event description:
Per voluntary medwatch report: "soft contact lens user, developed keratitis infection in 2006, ulcerated 3mm in right eye only. Contact lens: acuvue advance with hydraclear - lot b003w5z46m; lens solution: amo complete moisture plus- lot aa02913 and amo ultracare 33755. Lens drops: alcon clerz plus- 86287f. Symptoms: near total vision loss- eventually regained 3 days later, burning, inflamed eyelid, extreme redness, light-sensitivity. Drugs: allergan zymar-gatifloxacin ophthalmic solution- lot 42423 altaire homatropaire." Theconsumer has not responded to requests for information and has not provided access to his attending physician or other healthcare professional.

Manufacturer narrative:
H-6: the contact lens solution was not returned to the manufacturer. The manufactured product met specifications at the time of release. This report mailed in to FDA on: 30 june 2006.